Event description:
The report received stated only that there was a problem with inflation and deflation of the cuff of the tracheostomy tube, and that the patient was re cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.